Manufacturer narrative:
See report #2031642-2016-02848. (B)(4).

Event description:
The international customer sent the v60 device to the international service center for routine periodic maintenance. The service technician during service identified the unit did not start up on ac power. There was no patient involvement.